Event description:
It was reported that the patient was in the hospital with elevated blood glucose levels and ketones. She was treated with an IV of insulin and saline and released that same day. Her blood glucose level began to rise again after being released from the hospital and she was taken back to the hospital the following day. Her blood glucose level was 31 mmol/l with ketones of 6.6 during the second hospital visit. The patient was treated with an IV and once removed from the IV her blood glucose levels began to rise again. The patient's father alleges that the infusion device was delivering an inaccurate amount of insulin. He stated that, after the second hospitalization, he had programmed at least five boluses, but only two boluses showed up in the history of the device. The patient has switched to insulin injections to treat her blood glucose levels. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).